Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse stated that the unit was intermitted with this issue. The fse also reported that the unit presented the following error codes: #7, #37, #53, and #34. The fse then replaced the power management board and verified proper function. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that during a patient transport the cardiosave intra-aortic balloon pump (iabp) presented battery issues. The batteries were low and would not run on ac power. The unit was reset into the cart multiple times. The customer also attempted several outlets and verified that outlets worked. Finally recognized ac power and started to charge the batteries. There was no patient harm and no adverse event was reported.